Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with a sensor and lens damage. The device's event log displayed a high alarm and a "cassette not attached properly" alarm. A sensor was performed, but the issue was not duplicated. The damaged sensor will be replaced resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a cassette sensor alarm that's unable to be resolved. There was no reported injury to the patient.